Manufacturer narrative:
H10: per information obtained from the customer, reprocessing was practiced in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. -instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the foreign object was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found, foreign objects in control section/ actuator. Due to wear of angle wire, bending angle in up direction and the play of upward/downward angulation control knob does not meet the standard value. Deformation due to physical stress was seen as a scratch on many components. Due to clogging of nozzle, air supply volume, water supply volume and water removal ability does not meet the standard value. Part of the insertion tube was caught and pinched-the insertion tube becomes deformed because of handling issue. Discoloration was seen on connecting tube, suction connector and control unit. Paint on air/water cylinder and suction cylinder was peeled. Suction cylinder was shaved, adhesive on bending section cover has a chip and the insertion tube was deteriorated due to the handling issue. Additional information from the customer regarding reprocessing steps stated there was no delay in start of precleaning. Air/water nozzle was flushed with air/water, air/water nozzle was wiped with clean lint free cloth or brush, and air/water nozzle was flushed with detergent solution. The investigation is ongoing and follow-up with user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name - (B)(4).